Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer is using the cartridge longer than the recommended period and is using cold insulin. Tandem technical support educated the customer that using the cartridge longer than the recommended period and using cold insulin is considered off label per the tandem user guide.